Manufacturer narrative:
With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gi bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
A report was received that the patient presented to the emergency room on (B)(6) 2016 with complaints of melena and dizziness. His international normalized ratio (inr) was supratherapeutic and his hemoglobin and hematocrit were low. The patient was not taking aspirin or coumadin at the time of admission due to recent gastrointestinal (gi) bleed. The patient was treated with intravenous octreotide and three units of packed red blood cells (prbc's). No diagnostic imaging tests performed at this time. The patient was discharged home on (B)(6) 2016 as hemoglobin level had increased. The patient's anticoagulation was ordered to be held. No further information was provided.